Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable cardiac monitor was not receiving telemetry, and there was no progressing bar on the monitor. The device had not sent even the initial transmission. The patient was referred to a clinic for further evaluation. Troubleshooting steps included power cycling the monitor, updating the monitor on the firmware distribution network, using a dry wash cloth, and confirming there was no electronic interference. Despite these steps, telemetry was not restored. It was determined that the battery implant had an expected three-year lifespan and had been implanted in 2022, but the device did not appear to be at end of service as it had not sent the initial transmission. It was later confirmed that the icm was programmed 'on' and was now at end of service (eos). No patient complications have been reported as a result of this event.